Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found there are some interferences in the image during operation. This was caused by a faulty video socket. This part must be replaced for correct function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera pro video system center had connector issues and a missing screw. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that connection failure occurred due to the faulty connector. A root cause to the faulty connector could not be identified. As to the "missing screws" phenomenon, the cause of this phenomenon could not be determined from the investigation results. Olympus will continue to monitor field performance for this device.